Event description:
It was reported that an applicator deployment issue occurred. The sensor was inserted into the arm on (B)(6) 2025. The applicator was provided for investigation. An external visual inspection was performed and passed. The device was opened, and the internal visual inspection was performed and failed due to detached needle. The wearable was also provided for investigation. An external visual inspection was performed and had major damage due to gooseneck. The allegation of applicator deployment was confirmed. However, a broken or detached needle or cannula was found in connection to the reported event. The probable cause of the broken or detached needle or cannula could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).